Event description:
Additional information received indicated that the device was not returned but was rather reprogrammed to the proper settings and used during the month of (B)(6). The reporter indicated that after looking at other similar devices, it was noticed that some of the other ones had the same range on battery life as well. Therefore, the reporter realized that was within acceptable range for new implants.

Event description:
It was reported that the implantable neurostimulator (ins) was about to be used, but upon interrogation, it was noticed that the device had been programmed before. The capacity used was 28-47% and about "33 and something" remaining on the battery. There was no battery voltage provided, but "parameter was at 0.0v". The reporter indicated that a different battery would be used.

Manufacturer narrative:
(B)(4).